Event description:
The manufacturer service technician reported that the device was missing the entire housing and motor while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
The manufacturer service technician reported that the device was missing the entire housing and motor while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.